Event description:
Distributor reported a malfunction related to a pump, indicated by the code 12-0x2071, but no information regarding blood glucose values was provided. There was no reported impact to the customer¿s blood glucose level. The pump was expected to be returned for further investigation, and a replacement pump was provided with the serial number 1436316. No additional information was received regarding the outcome of the event.